Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during routine device interrogation with the no sensing in the atrial (ra) lead and no capture in the left ventricular (lv) lead. The right ventricular (lv) lead exhibited good capture but decreased r-wave amplitude. X-ray confirmed that both the ra and lv had dislodged. The ra lead was repositioned on (B)(6) 2020. Both lv and rv leads were extracted and replaced. The patient was stable before, during, and after the procedure. Related manufacturer reference number: 2017865-2020-07228. Related manufacturer reference number: 2017865-2020-07230.